Event description:
The patient stated, that he has been experiencing repeated errors that cause his infusion device to stop delivering insulin. He stated, that today he received an a1 (low cartridge warning) and his insulin cartridge was 1/3 full. He stated he has stopped using his bolus feature due to the errors. He stated, that today he used the prime feature to bolus and he delivered 17 units of insulin instead of the intended 7 units. He stated, he immediately began eating energy bars and drinking apple juice. He stated, he did not check his blood glucose, but he had cold sweats and he felt "spacey." He stated that he called his physician but did not received a return phone call until 2 hours later and he had eaten enough to cover the over delivery. The patient was advised not to use the prime mode to bolus. The patient stated he does not trust his infusion device anymore. Product was replaced and requested to be returned for evaluation.